Manufacturer narrative:
The graphical user interface (gui) alarm assembly was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The gui alarm assembly was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed the power on self test (post) and no errors were recorded in the diagnostic logs. The ventilator was placed into ventilation mode for a minimum of 24 hours. On review of the ventilator diagnostic logs, no errors were observed. No alarms were observed while testing. The reported failure could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the field service engineer (fse) inspected the device and found a device alert indicating power loss and recovery with a preexisting device alert in the alarm logs. The diagnostic log recorded an error code indicating graphic user interface (gui) saas audio failed. The fse replaced the gui alarm assembly. The ventilator passed testing per manufacturer's specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 840 ventilator generated a power loss alarm. There was a code identified in the diagnostic log that showed "gui saas audio failed". The ventilator continued to ventilate the patient however, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.